Manufacturer narrative:
On 09-sep-2020, mentor received additional information about the event: the suspect medical device is a mentor memorygel breast implant 500cc gel breast prosthesis, catalog #: 3505001bc, lot #: 6737400, serial #: (B)(6), UDI #: (B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date is (B)(6) 2013. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/12/2019, mentor received additional information about the event. The suspect medical device was discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: desire to remove breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent a breast augmentation revision procedure with an unspecified breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was observed and confirmed during a removal surgery performed on (B)(6) 2019. The patient had both of her breast prostheses explanted with no replacements.